Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The moderately tortuous and moderately calcified target lesion was located in the right coronary artery (rca). A 38 x 2.50 promus elite stent was advanced and deployed in the rca. Following deployment, a proximal edge dissection was note in the proximal part of the stent. A 28 x 2.50 promus elite stent was deployed proximally to the first stent, overlapping it, and covered the edge dissection. The procedure was completed successfully. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.